Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported ventilator stopped working sometimes and gives zero vte and xdcr alarm troubleshooting xdcr fault found in error log. In addition, transducer test failed is available for analysis . At this time, vyaire has not received the suspected device.

Event description:
The customer reported ventilator stopped working sometimes and gives zero vte and xdcr alarm troubleshooting xdcr fault found in error log. In addition, transducer test failed. There was no patient involvement reported in this event.